Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to the advisory warning. The electrical function of the lead was normal, and no externalized conductors were observed. The patient was stable during and post procedure.